Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready ID (crrid lot id115 on the echo.

Manufacturer narrative:
Reactivity of the fya and k antigens were confirmed on crrid, lot id115. Testing was performed with the customer's returned patient sample (history of anti-k and anti-fya) using retention crrid, lot id115 on an in-house echo. Sample exhibited 2+ reactivity with k+ cells and was nonreactive with all other cells. Hemagglutination tube testing was performed with the customer's sample using selected fy(a+b+), fy(a+b-), and fy(a-) cells from retention panocell-16, lot 18413. Immuadd, lot 705003-1 was used as potentiator. The sample was nonreactive with all cells. The event appears to be related to the nature of the sample.